Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system was unable to connect to the polaris spectra system control unit (scu) and positioning sensor unit (psu). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that on nov. 7 the surgery had been cancelled because the camera was no able to recognize and instruments, there was no sphere recognition on the camera screen. The 1st and 2nd led on the camera was green but the third was blinking orange and flashing. Rebooting did not resolve the issue. A visual inspection confirmed that nothing was damaged. The issue occurred during pre-op. The surgery was aborted. There was no reported impact to patient outcome.